Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During a check-up no adequate measurements could be obtained. Performed imaging reportedly showed that the electrode migrated. The device was explanted on (B)(6) 2023. During the explantation surgery the electrode array was found completely in the mastoid cavity. Bone growth was also noticed. Additonal information has been requested.

Event description:
During a check-up no adequate measurements could be obtained. Performed imaging reportedly showed that the electrode had migrated. The device was explanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing enough benefit to the recipient due to a complete post-operative active electrode migration out of the cochlea, as confirmed during explantation surgery. Further a complete insertion of the electrode array was not achieved during implantation surgery. Reportedly eight channels were left extra-cochlear. This is a final report.